Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable pulse generator (ipg) suddenly developed adams-stokes syndrome and experienced a syncopal event. The patient was urgently transported to the emergency room where an electrocardiogram showed third-degree atrioventricular block, with a heart rate in the 40 bpm range. Interrogation identified the device had reverted to safety mode. Therefore, the patient was admitted to the hospital for device replacement. A temporary pulse generator was utilized for backup pacing support and the ipg was explanted and replaced with a boston scientific device. High right ventricular (rv) threshold measurements and loss of capture were noted during the procedure. Therefore, the associated rv lead was surgically abandoned and replaced. Post operative vital signs were stable and no additional adverse patient effects were reported outside of this revision procedure. The explanted device is expected to be returned for evaluation. This investigation will be updated should further information be provided.